Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/07/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The threads of the returned battery cap were found to be stripped; the returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). A test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The following findings are unrelated to the reported issues: evidence of a 'time and date reset' issue was observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and the bt1 internal battery component was found to be leaking and unable to hold a charge; this device failure caused the 'time and date reset' issue. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission, on the part of animas, of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and dim and discolored display screen visual. This report is made based on results of investigation completed on 04/07/2015.